Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received a request for device to be service. There was no harm or injury reported. A third party field service engineer was dispatched to evaluate the device, issues related to the sensor board and system board were observed. The device's system board and sensor board were replaced to address the issues.